Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an optical sensor module failure code 9. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) did not evaluate the iabp unit because the customer decided to leave the unit out of service for now, this account is looking to purchase the new cardiosave.